Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number provided is not complete. The facility has communicated that the device is not available for evaluation. Teleflex will continue to monitor and trend related events.

Event description:
The urologist applied the clip but it did not hold, it slipped. There was no patient consequences. The procedure was completed with another device.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number provided is not complete. A verification of failure mode reported in the current manufacturing process was conducted as follows : about 13 samples were taken from the current production (p/n 543965 autoendo5 ml) lot # 73d1700068 , the samples were functionally inspected according with the quality procedure qip-0031tecrev24, and issue reported "clips fell from applier" was not observed during the functional inspection. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The urologist applied the clip but it did not hold, it slipped. There was no patient consequences. The procedure was completed with another device.